Event description:
It was reported that the patient experienced pain with the implantable pulse generator (ipg) location rubbing his belt. The patient underwent a revision procedure wherein the ipg was relocated and remains implanted. The patient was doing well postoperatively.